Event description:
Balloon inflated to 14 (not above recommended) in anterior tibial artery of the left leg. The balloon ruptured and sheared off of the catheter. The remaining balloon had to be retrieved out of the body with snare. The patient was informed and there was no harm to the patient. Retrieval of the balloon performed within the same procedure. There was a question as to if the balloon encountered plaque, which may have predisposed it to bursting. Diagnosis or reason for use: atherosclerosis.